Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified left anterior descending artery. An attempt was made to inflate the nc trek balloon in the lesion twice; however, it would not inflate. The balloon catheter was not prepped per the instructions for use as the balloon was not soaked prior to use. No resistance was felt during use of the balloon during advancement or retraction of the balloon catheter in the anatomy. No pressure was exerted on the catheter during the procedure. After retracting the balloon catheter from the patient the proximal shaft of the device separated. A new balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed and the reported inflation difficulty was not tested/confirmed due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation or inflation difficulty reported from this lot. It should be noted that nc trek instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.